Event description:
Customer's mother reported a button error alarm. Daughter's blood glucose was 83 mg/dl. Customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm. The device also was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube and lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.